Event description:
At the end of an atrial fibrillation procedure, it was not possible to retract the advisor hd grid and inquiry decapolar catheter from the femoral vein. An xray image indicated the inquiry decapolar catheter was wrapped around advisor hd grid catheter. A vascular physician assisted with removal of the catheters by cutting the entry point so that it was bigger. There were no adverse patient consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One decapolar, inquiry steerable diagnostic catheter was received for evaluation. The shaft was found damaged. The shaft of the catheter was found bent in multiple locations. No other visual anomalies were noted. The damage is consistent with using force to withdraw the product when resistance is encountered. The product instructions for use (IFU) warns do not use force to advance or withdraw catheter when resistance is encountered. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the device entanglement is consistent with not following the instructions for use.